Event description:
A 29mm epic tissue valve was implanted in 2010 in the mitral position in a patient who had undergone a previous mitral valve repair in 2009 due to endocarditis. In 2014, the 29mm epic valve was explanted due to reported endocarditis and severe paravalvular regurgitation. At the time of explantation, one non-epithelialized pledget was found outside the sewing ring at the anteromedial commissure at the area where the leak occurred. A 31mm, non-sjm bovine pericardial valve was implanted.

Manufacturer narrative:
(B)(4). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the product was not returned for analysis; however, review of the device history record confirmed the product met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.